Event description:
Pt called in 2002 alleging that the test would not start on their one touch ultra meter. Pt could not get the test to start. When pt was unable to test on the meter, pt went to the emergency room and was given insulin. Unable to contact the pt to obtain more info. Sending letter. No further info has been reported.